Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 04/07/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.

Manufacturer narrative:
(B)(4) it was reported that during an afib case, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by ice. Caller reported that the medical intervention provided was a pericardiocentesis and 800ml of fluid were removed. The patient was reported to be in stable condition. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force feature was evaluated and pass. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products were used during this study: smart touch df 8f sheath, smartablate generator: (B)(4). (B)(4). The product is not returned to bwi.

Event description:
It was reported that a 60s male patient underwent an afib. Ablation procedure and suffered cardiac tamponade which required pericardiocentesis with 800ml of fluid removal during ablation phase. Or blood team was called to use cell saver/salvage machine to clean and re-transfusion the blood that was lost. The patient was in stable condition. The physician commented that the event occurred when he was ablating post inferior wall. It was also reported a MDR not reportable event that catheter temperature spiked from 37 to 43. Smart ablate alarmed at 43. The generator stopped delivering radiofrequency energy as intended. Transseptal puncture was performed. The overall time for ablation at the site of injury was 46 minutes. Flow setting of the irrigated catheter was initially 17ml then increased to 30 ml. Generator setting: 30 watts.